Event description:
It was reported that the patient, who continues to use and successfully synced the ilet, experienced episodes of low glucose while often not meal announcing; the patient expressed interest in a dual-hormone configuration and received additional training resources. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included remote troubleshooting, education, and assignment for additional training. Investigation of this case revealed no device malfunction, with user behavior related to meal announcement identified as a likely contributor to low glucose episodes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.